Event description:
During rf procedure, fault 06 came up and the case had to be cancelled because, the customer did not have a back-up available to complete the procedure.

Manufacturer narrative:
Device is not being returned for eval.